Event description:
It was alleged that the insufflator shut down in the middle of a case and as a result the patient had to be reportedly opened. It was reported that the case was completed with no injury to the patient.